Event description:
It was reported that the customer is deceased. It was stated that the customer was previously hospitalized due to attempting to suicide. It was stated that the cause of death was heart failure but it is unknown if it was because of natural causes or overdose. Customer passed away at his father's house. Customer was diagnosed with neuropathy, retinopathy and kidney failure. No history of heart disease, stroke or infection. Blood glucose at the time of death 64 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.